Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient was receiving IV antibiotics as a secondary line with a follow up primary bag of normal saline. After the secondary was completed, the pump continued to remove fluid from the secondary bag and not from the primary like it was reporting. Tried it with 2 channels with the same brain and the same thing happened with both." There is no patient harm. An incomplete date of event of (B)(6) 2019 was provided.